Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, patient suffered symptoms and damage to her body including, but not limited to, severe pain and discomfort in her groin, thigh, knee, lower back, and hip; inability to sleep on her right side; clicking, grinding and popping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis; inability to weight-bear on the right leg; lack of mobility; constant fatigue; dizziness; heart complications; and severe chromium and cobalt metal toxicity.